Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse arrived at customer location, powered on the system and was able to duplicate the customer's reported problem. Powered down the system, moved blue fiber connections at the vsc from the upper right port to the bottom port and confirmed the reported problem was still present. Powered down the system, and connected a different psc (sq0340), powered on the system and confirmed the reported problem no longer present. Powered down the system, installed fiber cable p/n - 375031 from sq0340 psc into sq0395 psc and powered on the system. Verified customer's reported problem still present at powerup. Re-installed p/n - 375031 to their original locations. Verified sq0340 psc powered on normally. Sq0395 reported problem still present. Ordered replacement parts and will return to complete the system repair. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The fiber optic cable was analyzed and issue was confirmed but not replicated. The error was confirmed via lighthouse. The fiber optic cable was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The light levels were inspected, where all values were seen to be normal. The system was left to idle for two hours, and power cycled five times with no issues. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, no root cause could be determined. The cardcage was analyzed and issue was confirmed and replicated. Error 170 was confirmed via lighthouse. The psc cardcage was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The unit was left to idle, where a 170 error was presented after approximately twenty minutes. The light levels were inspected, where all values were normal. The internal fiber optic cable was cleaned, but the 170 error was still present. An aba swap was performed on the internal firefly fiber optic cable, where the cable was found to be bad. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, the root cause was determined to be the internal firefly fiber optic cable.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse)and reported restart error 170 occurred. Prior to calling, the user power cycled the system and error persisting and user power cycled the system again and about 30 minutes later the error persisted. Prior to calling user aborted case to a different da vinci. Error 170 preceded by error 31089 observed in logs. There was no patient involvement.